Manufacturer narrative:
Reported event: an event regarding instability involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: not be performed as the device was not returned remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported via the stryker facebook page, "total knee replacement over a year ago. Mako joint is noisy and unstable. Pt daily."